Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had no motor movement or negligible movement. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. The blood glucose of the customer was 180mg/dl. Customer was advised to discontinue use of pump and refer to back-up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a no motor movement or negligible pump error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible pump error.